Event description:
No blood glucose levels were provided. The customer reported multiple unexpected restarts from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Unit alarmed a21 after battery change due to broken solder joint at c13i/b. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.